Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. However, the customer reported that they checked the o2 sensor but the problem still persist. The blender on the ventilator is stuck and will not adjust or pass the extended systems test (est) test.

Event description:
The customer reported that their avea ventilator had fio2 issue. Patient involvement is unknown at this time.